Event description:
It was reported the patient pulled the catheter out during placement. On checking, the tip of the catheter looked like it had been cut with a sharp object. The catheter was replaced and no harm to the patient occurred. It was reported no part of the catheter was left in the patient, and no medical intervention was required.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc catheter for evaluation. Signs of use in the form of biological material were found in the extension lines and on the catheter body. Visual inspection of the catheter revealed that the proximal luer hub was missing and the proximal line appeared to be cut. The separation point on the proximal line was smooth which is consistent with the extension line contacting sharps such as a scalpel or scissors. The proximal extension line was separated 114 mm from the juncture hub. The total length of the catheter body measured 218 mm, which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the proximal extension line measured 2.197 mm which is within specifications of 2.13-2.21 mm per extrusion graphic. The inner diameter of the proximal extension line measured 1.4478 mm, which is within specifications of 1.42-1.50 mm per extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both the medial and distal lines flushed as expected. A manual tug test confirmed the distal and medial lines were secure to their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line separation during use was confirmed by investigation of the returned sample. The proximal extension line had separated near the luer hub. The separation points were smooth, consistent with a sharp object cutting the extension line. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the patient pulled the catheter out during placement. On checking, the tip of the catheter looked like it had been cut with a sharp object. The catheter was replaced and no harm to the patient occurred. It was reported no part of the catheter was left in the patient, and no medical intervention was required.